Event description:
A malfunction alarm, specifically alarm 20, was reported during the load process of the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support assisted the customer in an attempt to load a new cartridge, but the issue persisted, leading to a decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer acknowledged the instructions to put the pump into storage mode and return it within 10 days using a pre-paid label.